Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/09/2013 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response; the ok and contrast buttons responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim/faded and discolored display screen that was difficult to read. A test display screen was inserted and found to function properly with no visible signs of fading or discoloration of text. Also unrelated to the complaint, evaluation revealed a crack in the battery compartment extending from the opening of the battery compartment chamber down to the primary seal. The returned battery cap was able to fully tighten to the pump. There was no power loss issues found. There was no evidence of moisture damage found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button unresponsiveness issue. The 'up' and 'down' buttons are intermittently unresponsive and must be pressed several times to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.